Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented scratches on the lcd lens and black dot defects on the lcd were observed. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced the back up capacitor and the front housing including lcd. The cause of the reported problem could not be determined. Product is beyond 8 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR (device history review) was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. Premarket (510k) number: unknown. UDI#: unknown.

Event description:
It was reported that during the pre use check, a message of error 1720 was displayed on the screen. No patient injury. No additional information is available for this complaint.